Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets failed. A field service engineer checked all drawers and cubies using the hardware test application. The fse identified and removed all pockets that failed to ensure optimal performance. The customer then verified the functionality, and all components were confirmed to be working without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, system had drawer and pocket failures, indicating the device need for an inspection and preventive maintenance. The customer stated that this malfunction, which has the potential to delay patient care, may impact timely medication administration and overall workflow efficiency. However, there were no adverse events or injuries reported based on this event.